Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient had a change in his stimulation. The patient reported he did not have stimulation in the back or legs. An x-ray was performed and it appeared that the lead had moved downward one vertebral segment. A procedure to correct the issue has not been scheduled at this time.